Event description:
It was reported that the procedure was to treat a minimally tortuous left anterior descending artery (lad) that is 95% stenosed. On (B)(6) 2022, the patient presented with unstable angina and the 3.0x15mm xience skypoint stent delivery system (sds) was implanted. On (B)(6) 2022, the patient was hospitalized as angiogram confirmed thrombosis had occurred and the patient suffered a heart attack. The patient was given medication and a non-compliant balloon was used for treatment. The physician stated thrombus occurred due to the patient not taking the medication prescribed. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. The reported patient effects of myocardial infarction and thrombosis are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.